Event description:
The account alleged they cannot place a nurse call from the bed. No pt impact.

Manufacturer narrative:
The account found the communication cable is not connected. The account connected the communication cable to resolve the issue.